Manufacturer narrative:
(B)(4) 2014 a medtronic representative, following-up at the site, reported the surgeon deemed the initial spin was accurate. It was after placing some of the screws the surgeon felt they became 2.5cm inaccurate in the anterior direction. The procedure was an oblique lumbar interbody fusion (olif) and was minimally invasive after the inaccuracy. The procedure continued with the use of a c-arm. It was noted that the reference frame was moving quite a bit as they placed the minimally invasive tubes. Patient was in the lateral position for this case. Percutaneous pin was used. Software investigation completed; findings are that without additional information suspect frame movement, as reported issue could not be replicated. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 2.5cm inaccuracy. It was noted that the reference frame appeared to be moving. The surgeon opted to complete the procedure without the use of the navigation system and continued with the use of a c-arm. No further details were provided. There was no impact on patient outcome.